Event description:
It was reported that the pt, implanted on (B)(6) 2001, complained initially about less loudness in his hearing. Then the pt lost contact with his clinic for some time. When the pt came to the clinic again, he reported that he could not hear with his audio processor anymore.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.